Manufacturer narrative:
This is one of two manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 03840. (MDR# 2021-06649-01). The esheath introducer was returned for evaluation. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A visual inspection was performed and revealed the following observations: the sheath tip opened, and sheath shaft expanded as designed. The liner torn starting 3" from comnut through the distal tip. The liner strand was found 0.5cm in length starting from distal end of strain relief protruding out of the seam. The strand appears stretched in nature (unable to take dimensional measurement). There are two stretch marks of hdpe material under strain relief, 5cm and 7.5 cm from comnut. Due to the condition of the complaint device (sheath shaft expanded/tip opened), functional testing was not performed. The liner thickness was measured along the length of the liner tear. A sheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. All liner thickness measurements met the specification. The 3mensio imagery was reviewed and the following was observed: mild tortuosity and some calcification present in patient anatomy. The labeling /instructions for use (IFU) for the esheath, commander delivery system, and the sapien 3 ultra commander preparation training manual were reviewed. Based on the review of the IFU/training manuals, no deficiencies were identified. Although the complaint for " introduce and navigate system through sheath / access vasculature - resistance between system components -difficulty advancing through sheath" was confirmed, a complaint history review is not required, since the issue has been previously identified in product risk assessment. Each of which capture root cause analysis for the issue. Of the root causes identified, the following are potentially applicable to the complaint: patient factors such as calcification procedural factors: excessive manipulation, valve strut caught on sheath. A definitive root cause was unable to be determined at this time. Since no edwards defect was identified, no corrective or preventative action is required. The risk of difficulty to introduce the delivery system through the sheath, liner strand, liner tears and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert and advance the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty to introduce the delivery system through the sheath, sheath liner tears and liner strands. A risk assessment was performed on the reported event and revealed the following: potential hazard-difficult or unable to introduce delivery system / loader and advance through sheath. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for difficulty introducing delivery system through sheath, resulting in procedural delay, which did occur during this event. Trending analysis indicates complaint rates are within the applicable trending control limits. The pra remains applicable and no further action is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. The complaint description states, "during a tavr procedure for a 26mm sapien 3 ultra valve, there was increased resistance, greater than usual was experienced pushing the first valve through the esheath. The difficulty was experienced immediately, when the delivery system was within the non expandable portion of the esheath upon exit from the esheath, a bent strut on the leading edge of the s3 was noticed. The fcs does not recall whether there was any damage to the sheath. The valve was successfully retracted into the esheath and removed as a unit." Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Although follow-up information stated "no calcification" present in the access vessel, review of 3mensio showed some calcification in the patient's access vessel and abdominal aorta. The presence of calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Mild tortuosity was observed during evaluation of provided 3mension imagery. The presence of tortuosity in the iliac arteries can lead to a challenging pathway for delivery system insertion through the sheath resulting in non-coaxial alignment and impact sheath expansion leading to resistance and high push force. The complaints for "introduce and navigate system through sheath/access vasculature-resistance between system components-difficulty advancing through sheath", "general risks - failure - sheath liner torn" and "general risks - failure - sheath liner strand" were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, damaging the valve frame. A corrective and preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. Available information suggests that patient factors (calcification/tortuosity) may have contributed to the complaint event. General risks - failure - sheath liner strand / general risks - failure - sheath liner torn. The sheath shaft strand and tear were likely a result of excessive device manipulation during advancement in addition to interaction with native calcification. As the device was experiencing high resistance, excessive force was likely applied to overcome the high resistance, which could lead to either the valve struts or calcification to catch on the liner resulting in liner damage. As such, available information suggests that patient factors (calcification) and procedural factors (excessive manipulation, valve strut caught on liner) may have contributed to the complaint event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR# 2021-06649-01). Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcatheter aortic valve replacement procedure for a 26mm sapien 3 ultra valve, there was an increased amount of resistance experienced pushing the first valve through the esheath. Upon exit from the esheath, a bent strut was noticed on the leading edge of the s3 valve. The valve was successfully retracted into the esheath and removed as a unit. There did not appear to be an acute angle or tortuosity that would have caused the issue. The procedure was successfully completed with a second valve. There was no patient injury associated with the removal of the valve. The esheath and delivery system will be returned for evaluation. Engineering pre-decontamination evaluation findings reported a liner strand and sheath liner torn.